Event description:
Reportedly, the device was explanted after an implant duration of 14.8 months due to endocarditis. Per the cer: perimount plus 6900p27mm was implanted to correct mitral regurgitation and endocarditis in 2008. Avr was also performed and 300021mm was implanted at the same operation. There was a 1.5mm hole on the anterior cusp of the native valve and vegetations was found to be over the hole. In 2009, perimount plus 6900p27mm was explanted due to the vegetation. It did not seem there was a problem with the mobility of the valve. Etiological agent of ie was coagulase-negative staphylococci.

Event description:
It was reported that the patient has expired after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received.per the operative report of (B) (6) 2009 , "brisk bleeding" was encountered during the operation...despite a massive transfusion of blood and blood products, and the use of topical agents placed somewhat blindly in the posterior aspect of the heart, the bleeding remained significant. Also, the left ventricular and right ventricular function started to decline before our eyes. I did manage to place chest tubes and sternal wires and get the skin closed with staples before the patient succumbed and expired in the operating room on the table. I did speak to the family at length after the procedure as well."

Manufacturer narrative:
The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformances. Evaluation summary: vegetation-like growth is evident. It is extensive at the coaptation region between leaflet 2 and 3, minor between leaflet 2 and 1 at the inflow aspect, and moderate at the free margins free margins of leaflets 2 and 3 at the outflow aspect. The vegetation like growth restricted mobility in the leaflets and possibly led to stenosis. The tissue is stiff and transparent like, common characteristics of dehydrated tissue. Host tissue overgrowth is minimal at the stent inflow and the stent outflow. No inconsistencies detected in the x-ray.

Manufacturer narrative:
The 300021mm was also explanted. Report only. Confirming if the device can be returned for evaluation due to ie. Customer letter not required. Per response from microbiology, device okay to return for evaluation. This was determined reportable to FDA per edwards lifesciences procedures. DHR review has been started. Device not returned.